Manufacturer narrative:
Follow-up #1 date of submission 03/30/2015-product analysis:the device was returned and evaluated by product analysis on 03/17/2015 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of abnormal pump operation. The pump was manually suspended on 01/30/2015 at 09:36 and manually resumed at 09:45. A 0.00 unit basal rate program was set on 01/30/2015 from 17:32 to 18:02. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed delivery accuracy testing.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump¿s basal history did not match active basal program. It was reported the patient¿s blood glucose on (B)(6) 2015 was 287 mg/dl with extreme thirst. The reported health event does not qualify as a serious injury. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.